Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt was hospitalized due to elevated blood glucose because the time of the infusion device was incorrectly programmed by the pt. The pt's blood glucose returned to normal after the time was correctly programmed. The up button does not function correctly and this believed to be the cause of the incorrect time setting. No further info is available. The infusion device was replaced and requested to be returned for evaluation.